Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). The nasal tubing provides a nasal interface with a lightweight, flexible extension which attaches to the inspiratory and expiratory circuits and provides a stable prong connection while allowing the patient's head to move freely. Method: the returned complaint device was visually inspected and measured. Attempt to obtain further information with regard to the complaint has been unsuccessful. Results: the visual inspection revealed that both evaqua tubes were stretched. One of the evaqua tubes appeared stretched, and measured approximately 190mm which is 80mm longer than expected. The other evaqua tube also appeared stretched and the midline connector film had ripped. A lot check revealed no other complaint of this nature for this lot number. Conclusion: the root cause of the damage to the evaqua tubings on the patient interface cannot be determined. However, rough handling by the user is a possible cause. It is also possible that a sharp object may have weakened the film, eventually causing it to rip when stretched. Our user instructions state: "use caution when positioning the infant interface. Sharp edges and/or abrasive surfaces may damage the product."

Event description:
A hospital in (B)(6) reported that the tubing of an bc181 nasal CPAP patient interface "split and pulled apart between the ribbing when temporarily disconnected from the circuit". No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the tubing of an bc181 nasal CPAP patient interface "split and pulled apart between the ribbing when temporarily disconnected from the circuit". No patient consequence was reported.